Event description:
Instrument item: ligasure atlas, ref #ls1020. Lot s0c0014x, exp date - 03/25/2025. At the start of surgery, the handpiece was plugged into the machine and when the surgeon tried to engage the handpiece, it would not work. It was removed from the field, and another handpiece was opened.